Manufacturer narrative:
Three devices were returned and evaluated. The evaluation results are as follows: three devices were received and evaluated for the complaint regarding the needle button released event. All devices were inspected, and the needle mechanism functions were tested and were verified to have operated as intended. The complaint could not be confirmed for these devices.

Event description:
The patient cousin reported that one v-go in which the needle released on its own.